Event description:
Caller reported a malfunction with the pump, identified as malf 0, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by instructing the customer to use multiple daily injections as a backup therapy while replacing the pump. The replacement has updated software, and the customer was advised on storage, return procedures, and necessary setup for the new pump, which included programming pump settings and connecting the continuous glucose monitor. The customer acknowledged and understood all instructions.